Event description:
Tibial loosening was reported for patient with a total knee implant. It was reported that the loosening was most likely associated with a fall. Revision surgery is planned.

Manufacturer narrative:
Tibial loosening was reported for patient with a total knee implant. It was reported that the loosening was most likely associated with a fall. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.